Manufacturer narrative:
(B)(4): visual evaluation of the returned device revealed that one association loop had split but not detached from the dilator. The other dilator was not returned and the mesh sleeve appears to be cut.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during an obtryx sling placement procedure. According to the complainant, during the procedure, the association loop split and did not detach. The product evaluation also revealed that the mesh was detached from the dilator. The complainant was unable to report if the physician deliberately cut the device. The procedure was completed with another obtryx halo system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".